Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
According to the reporter, on (B)(6) 2017, during an enb procedure the patient had a bleed. The physician suspected that she may have poked a large blood vessel since the lesion was close to a vessel. Anesthesia suddenly lost patient¿s breathing pressure statsand they discovered the bleeding, approximately 400 cc. There was a blood clot being the source at the end of the et tube cutting off oxygen supply and halting respiration. The anesthesiologist manually ventilated through a bag-valve-mask device and the blood clot was successfully removed from central airway and trachea. The patient¿s bleeding was under control and the physician was able to complete the case. The patient was admitted to intensive care unit for additional monitoring and was hospitalized one night. The patient was discharged on (B)(6) 2017.